Event description:
Customer alleged blood glucose results of 229 mg/dl and 116 mg/dl when testing was performed within 1 minute on the compact plus system. Customer reported having no symptoms and did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.